Manufacturer narrative:
Patient height reported as 177 centimeters. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal of a trochanteric fixation nail (tfn) system due to non-union of the intertrochanteric fracture which was also converted into a right total hip. The distal screw was broken in the nail. The original date of implant was on (B)(6) 2016. It is unknown if there was a surgical delay. Procedure outcome was unknown. The patient experienced pain in the hip. Concomitant device reported: 11mm/130 degree ti cannulated troch fixation nail (part 456.420s, lot unknown, quantity 1); 11.0mm ti helical blade 95mm (part 456.304, lot unknown, quantity 1). This report is for a locking screw. This is report 1 of 1 for (B)(4).